Event description:
Oxygen supply malfunctioned during delivery and newborn code blue. Bag/mask checked by 3 nurses before delivery and bag/mask worked as expected. At delivery was not working. Had to disconnect oxygen from unit and use straight from wall unit. Warmer taken out of service. When checked by nurse manager next day was working correctly. When check by bio-med technician warmer was working correctly. Device is new to hosp/nursing staff. Possible user error during emergency situation.